Event description:
On (B)(6) 2012, the pt reported that on (B)(6) 2012 her blood glucose monitor read "hi" which would indicate her blood glucose level was over 600 mg/dl. She does not think her infusion device is delivering insulin. Her normal blood glucose range is 70-120 mg/dl. She experienced vomiting and exhaustion. She went to her doctor who instructed her to go to the hospital for treatment. Her blood glucose also read "hi" at the hospital. She was taken off the infusion device and put on insulin injections. She was also given an IV with fluid and pain medications for her stomach pains. The pt stated that she was diagnosed with the flu, but still thinks the infusion device fails to deliver insulin. On (B)(6) 2012, while still in the hospital the pt was instructed to return to using the infusion device with a new insulin cartridge and infusion set. Her blood glucose levels did not go down while using the device. She was again switched to insulin injections and she was released from the hospital on (B)(6) 2012. No error or alerts were displayed on the device. Troubleshooting with the pt did not reveal any problems with the device and her programmed boluses show in the devices history. The pt has lot confidence in the device. Infusion device was requested to be returned for product evaluation.